Event description:
During the process of entering the hip joint the stryker blunt plastic cannula was pinched between the lateral rim of the acetabulum end femoral head and approximately 1.6cm plastic piece broke off. Tip of the flow port cannula was broken. X-rays revealed that it was pinched bet-neen the lateral acetabulum and femoral head. Final x rays revealed a well reduced hip joint with retained plastic piece unchanged from intraoperative x-rays. Planned surgery: left hip arthroscopy, labial repair, capsular reconstruction, femoroplasty.